Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were four previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reporting on behalf of employee receiving false positive result. Individual received a suspected false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6) , lot 30923c, reader sn (B)(6). Repeat cue covid-19 tests performed on (B)(6) 2024, on (B)(6) 2024 and on (B)(6) 2024 provided negative results. Individual had no symptoms or known exposure. Cartridges were stored within the validated temperature range.